Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for the treatment of cervical radiculopathy. It was reported that the patient was having a metallic taste in their mouth on (B)(6) 2017. The patient also reported a warm sensation from the ins radiating out of the body. The patient was also having pain across their lower back and down their spine and in their tailbone. No further complications are anticipated.